Manufacturer narrative:
A2) patient age - mean 60 years a3a) patient sex - 67 males, 35 females a3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a verrata plus device. D1/d4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from norway, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, arrhythmia and myocardial infarction are listed as possible complications with use of the verrata plus device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 30sep2024) ¿dobutamine stress echocardiography after positive ccta: diagnostic performance using fractional flow reserve and instantaneous wave-free ratio as reference standards¿. The study retrospectively aimed to assess the diagnostic accuracy of dobutamine stress echocardiography (dse) in symptomatic patients with a low to intermediate pretest probability of obstructive coronary artery disease (cad) and a positive coronary CT angiography (ccta). A total of 104 stable outpatients were enrolled in the study between (B)(6) 2017 and(B)(6) 2021. Philips volcano verrata plus pressure guide wires were used during the procedures. Procedural complications included 1 cerebral infarction, 1 transient third-degree av block, 2 supraventricular tachycardia leading to premature termination, plus chest pain/hypotension and chest pain with st elevations, and 2 infarction during dse with mildly raised troponins and underwent pci. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 30sep2024 has been used, the date of publication. Tjellaug bråten a, holte e, wiseth r, et al. Dobutamine stress echocardiography after positive ccta: diagnostic performance using fractional flow reserve and instantaneous wave-free ratio as reference standards. Open heart. 2024;11:e002899. Doi:10.1136/openhrt-2024-002899. This report captures the serious injuries that occurred after use of the verrata plus device. There was no alleged malfunction of any philips volcano devices in use during the procedure.